Manufacturer narrative:
Evaluation summary: product history records could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The lenses remain implanted. (B)(4).

Event description:
A surgeon reported following intraocular lens (iol) implant procedures, he is seeing glistenings on the lenses of multiple patients. Additional information was requested.